Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that " shortly after having the device implanted, they had a bout a tachycardia and felt something beating kind of hard. The patient also mentioned that their heart rate had dropped in the past and they had to shock the patient. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.